Event description:
Caller states that he compared this device to the lab on two occasions. For the first comparison, his device read 212mg/dl and the lab read 103mg/dl. Tests were taken 1 minute apart. No treatment rec'd. For the second comparision, the customer's device read 214mg/dl and the lab read 115mg/dl within one minute. No treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.